Event description:
The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose. Troubleshooting was performed. The daughter stated that her mother recently was released from the hospital. The daughter stated that the insulin pump was taken off, and her mother was giving manual injections. No further info was provided.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause of the premature battery depletion could not be determined.